Event description:
As reported: upon deployment bleeding was observed from the closure sight. Pressure was held for 5 minutes which stopped bleeding. A picture was taken and an occlusion was noticed at the closure sight. Ultrasound imaging of the closure sight showed that the collagen had been introduced to the artery. Vascular surgery performed a cutdown, removed the closure device, and repaired the artery.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was planned for closure in the right common femoral artery. Arteriotomy was noted as 9.6mm, with a depth measurement of 4.5 + 1cm. A mid-femoral head positioned access was gained using ultrasound guidance. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, bleeding was present; and manual pressures were applied. A post angiogram revealed an occlusion at the closure site; and ultrasound imaging showed the collagen had entered the artery. A vascular surgeon was called in to perform a surgical cut down, explant manta, and repair the vessel. Procedural requirements as indicated in the IFU state: arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. As precaution, if bleeding from the femoral access site persists after the use of the manta device, assess the situation, and based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to bleeding, hematoma, possibly requiring surgical repair and/or endovascular intervention.